Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that technical services (ts) was contacted to review the presenting electrogram (egm) stored in this cardiac resynchronization therapy pacemaker (crt-p). Upon review of the available information ts noted loss of capture (loc) in the left ventricular (lv) channel. In addition, the right ventricular (rv) channel was suspected to exhibit loc. This crt-p remains in service. No adverse patient effects were reported.